Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that there was blockage at the site, which cause the patient blood glucose elevated to 400 mg/dl, therefore patient had received manual injection of insulin. The patient changed supplies as necessary and resumed insulin therapy. No further information available